Event description:
It was reported that the system would not make x-rays. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and recommended replacing the ps2 power supply, but no conclusion can be drawn as the customer declined service at this time. Therefore further repair info is not available.